Event description:
A patient's generator was replaced due to concern of premature battery depletion, which has been reported in mfg report # 1644487-2018-01771. The leads were also replaced for compatibility with the newer generator model being implanted. No previous diagnostic data was available. Review of device history records noted that the generator and lead had both passed all quality inspections prior to being distributed. The device was returned for analysis. Internal data from the returned device was reviewed and noted an impedance change from low to high impedance detected to have occurred on the date of explant. It was unknown when the low impedance was first detected. Analysis of the returned lead product was completed. The lead assembly was returned in two portions, not including the section with the electrodes and tie downs. Setscrew marks were observed on the marked connector pins, providing evidence of a proper mechanical contact between conductive surfaces of both the generator and connector pin. Continuity measurements taken identified no discontinuities. Based on the findings of the product analysis testing, there was no evidence to support the "low impedance" noted from the generator's internal data. Note that since the lead assembly including the electrode array section was not returned for analysis, an evaluation could not be made for that portion of the lead. No additional relevant information was received to date.